Event description:
The complainant reported that a 60-year-old male va ECMO patient was transferred for advanced therapies. ECMO configuration changed to left atrial veno arterial ECMO and attempts were made to wean the ECMO unsuccessfully. So, an impella 5.5 was placed. At some point during his care, he was placed on continuous renal replacement therapy (crrt). The patient required tracheostomy due to inability to come off ventilator an the need for longer term ventilator support. Post procedure, he had bleeding at the stoma site requiring blood administration. Impella site also bleeding and imaging showed bleeding in the pocket. The patient remains on support as a bridge to either durable left ventricular assist device or heart transplant. The complication noted was bleeding from both the tracheostomy site as well as the impella site which required blood transfusion. This most likely was due to the patient being on anticoagulation and started on plavix the day prior to the bleeding so the plavix was stopped and there was no further bleeding noted. As there is no indication of when the crrt was started, it cannot be attributed directly to the impella pump.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in d6b (explantation date) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: b5 clinical narrative updated d1 brand name added d4 catalog and serial numbers updated h6 impact code added f2303 h6 med dev prob code added a0709 and a23

Event description:
Clinical narrative update: a 60-year-old male with a past medical history of coronary artery disease presented with acute myocardial infarction complicated by cardiogenic shock, consistent with scai shock stage e. The patient was initially supported with va ECMO and subsequently transferred for advanced therapies. The ECMO configuration was converted to left atrial veno-arterial ECMO; however, attempts to wean support were unsuccessful, and an impella 5.5 (sn (B)(6)) was implanted on (B)(6)2025 at 17:44 using console for ventricular support. During the course of treatment, the patient required continuous renal replacement therapy, though the initiation date was not reported. A tracheostomy was performed on (B)(6)2025 due to prolonged ventilator dependence. On (B)(6)2025, the patient developed bleeding around the tracheostomy stoma requiring transfusion of 2 units of packed red blood cells and 500 ml of albumin. Concurrently, oozing from the impella insertion site was observed, and imaging demonstrated fluid accumulation in the device pocket. The patient required additional blood transfusion, with bleeding considered multifactorial, including recent initiation of plavix and ongoing anticoagulation. A jp drain previously placed at the impella site had been removed due to lack of output. Heparin infusion was adjusted, and plavix was discontinued, after which bleeding from both the tracheostomy and impella sites resolved by (B)(6)2025. On(B)(6)2026, a ¿placement signal not reliable¿ (psnr) alarm was noted; however, corrective actions were not specified. The impella device was explanted on (B)(6)b2026, and the patient was successfully bridged to transplant. The impella 5.5 was implanted a total of 97 days which is considered use against labeling and is a deviation from abiomed¿s IFU (instructions for use) which may have contributed to the psnr. The patient survived.